Manufacturer narrative:
Received 1 used temperature sensing catheter only. During the visual inspection the exterior of the sample was evaluated and did not find anything to contribute to the reported event. During the functional evaluation, the balloon was inflated with 10cc of water and found 190cc of water flowed through the drainage lumen. The specification for this product is 150cc/min; therefore, the sample met specifications. The reported even was unconfirmed, as the reported event was unable to be duplicated. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "periodic observations of this system should be made to ensure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, the bag may have to be changed." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter would no longer drain urine.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter would no longer drain urine.